Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is not available for return.

Event description:
A company representative reported that a stryker cmf twist drill fractured during a case, the tip of the bit was left in the patient, and scans were ordered to see if the tip needs to be removed. This occurred during an orbital maxillo case, and the correct twist drill was being used with stryker cmf product as indicated by IFU. There was no delay to the surgery, or the need for a revision surgery at this time.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the drill was not returned. Therefore a metallurgical examination of the reported breakage can not be performed and it is not possible to determine the root cause. According to previous investigations the possible root causes could have been: generally ¿ overload condition, reused drill in multiple surgeries, wrong speed for drilling, no axial guidance. Based on statistical evaluation there are no indications for any systematic, material or manufacturing related issue. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend.

Event description:
A company representative reported that a stryker cmf twist drill fractured during a case, the tip of the bit was left in the patient, and scans were ordered to see if the tip needs to be removed. This occurred during an orbital maxillo case, and the correct twist drill was being used with stryker cmf product as indicated by IFU. There was no delay to the surgery, or the need for a revision surgery at this time.